Event description:
Boston scientific received information that this patient was admitted into the hospital for a non-device related issue. It was observed that the patient was in a junctional rhythm at a rate of 40 beats per minute upon admission into the hospital and it was later observed that the heart rate was in the 20's. Upon further evaluation it was revealed that the right ventricular (rv) lead exhibited high pacing impedance measurements which triggered a lead safety switch (lss). Furthermore, there was non-capture and noise also revealed. The patient underwent a revision procedure and this product was surgically capped and abandoned. Additional information was received that the cause of noise was not determined. It was also reported that the patient fell two weeks prior to the event and the physician suspected that the lead was damaged. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.